Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received in good physical condition. The device was functionally tested with a generator and an alert screen was displayed. Upon visual inspection to the mount it was observed that the mount was cracked. The instrument was disassembled to inspect the internal components and no anomalies were found. No conclusion could be reach as to what could cause the damage to the mount. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a colectomy & oophorectomy procedure, the ultracision device signaled error. Were performed exchanges of shears and remained the error message requesting "push the instrument." Just being solved the problem when changed handpiece. Another like device was used to complete the procedure. There were no adverse consequences for the patient.